Event description:
A bladder stone lithotripsy procedure was in progress when the metal ring (bushing) from the tip of the electrohydraulic lithotripsy probe came out. The surgeon was able to retrieve the metal piece with no injury or other pt concerns. By contact with the surgeon, it was determined that the bladder stone was larger than normal, requiring considerable power to be applied.